Event description:
Customer reported that a pt presented more than two years following surgery with an irritation at the skin scar. There appeared to be a sinus tract forming. Surgeon explored locally and followed tract to abdominal fascia. And observed the previously implanted suture. Surgeon removed suture.

Manufacturer narrative:
H-6 conclusion code 67: no conclusion can be drawn at this time, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.